Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited a monitoring voltage of 2.65 volts within 27 months of implant duration. This device was part of the shortened replacement window advisory, originally communicated on (B)(6), 2007. Technical services recommended increased follow-ups to a monthly basis. No adverse patient effects were reported. Additional information indicates that this product was explanted for normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.